Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, in addition to the procedure itself, patient factors (bicuspid valve, severe annular calcification, moderate native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the tavr procedure, a 29mm sapien 3 valve was prepared with an additional 3cc of volume for a total of 36cc. During valve deployment, tee showed some stretching of the aorta, so the valve inflation was only taken up to nominal prep (33cc). Post deployment tee indicated moderate paravalvular leak (pvl). The valve was post dilated with an additional 3cc of volume; however, the pvl did not decrease. Following 3d tee assessment, quantitative analysis and multiple discussions, it was determined that the patient would benefit from a second valve. A second sapien 3 valve was deployed about 1mm distal to the first valve with 1cc added to the system. The second valve was post dilated with nominal volume. The final assessment indicated mild pvl along the anterior wall. The native annular valve area measured 760mm2 by CT. Severe annular calcification, moderate native leaflet calcification and no aortic root calcification was reported. It was also reported that the patient has a bicuspid native valve.